Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a patient underwent a sonata procedure on (B)(6) 2025, and was treated 10 days later for a bowel perforation. The initial procedure was performed concomitantly with dilation and curettage and the physician reported experiencing issues with dilation. It was determined at the time during an ultrasound that the patient´s posterior fibroid (approx. 6cm) was displacing the endometrial cavity anteriorly. After successfully dilating the internal os, the physician was able to complete 2 ablations (3.9 x 3.2 and 3.5 and 2.6) with the sonata system. There were no perceived issues at the end of the procedure and the patient was sent home that day. Later the patient returned and a 1cm perforation of proximal ileus was observed. The pathology report showed that there was no significant spillage of succus, there was a fibrinous rind around the perforation and a six centimeter segment of small bowel resected and side to side functional end to end staple anastomosis was created. Bruising of the short segment of the proximal sigmoid colon was observed and no full thickness injury was identified at this area. Reminded of the sigmoid colon was healthy and without concern for injury. Inside the pelvis serosanguinous fluid was observed. No other information available.